Event description:
The hhd and software was received on 10/26/2016. An analysis was performed on the returned handheld and the reported allegation of computer software error was not verified. No software errors were identified during the analysis. The handheld showed a memory error requesting to reboot the device. An analysis was performed on the retuned handheld and a likely cause for the reported complaint was identified. An analysis of the handheld identified that the returned battery was swollen, and unable to power the handheld for more than 10 minutes. As a result, the reported error message was most likely the result of battery depletion. Since battery performance is expected to decline with time, this is expected behavior for the battery considering its age. It was also identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently).

Manufacturer narrative:
.

Event description:
It was reported that the nurse practitioner's handheld programming system showed an error message stating memory was full and asked the device to be re-started. The error message received was "a memory error has been detected. Press x button to correct the error. If the system does not reboot, press [power]+[reset] to clear all data in the memory and reboot the system." Troubleshooting performed by the nurse practitioner did not resolve the issue. As the nurse practitioner had other programming systems, she did not need this device anymore and offered to return it. The suspected device has not been received to date.